Event description:
Country of complaint: (B)(6). The thread tears, lints and can not be used.

Manufacturer narrative:
U.s. Reporting agent notified on (B)(4) 2014. Eval ongoing at manufacturing site.